Event description:
It was reported that on 3rd jul 2020, in (B)(6), the hinge clip was found broken after being uploaded in the applier prior to the patient.

Manufacturer narrative:
Qn#(B)(4). The registered lot does not correspond to the sample model. One (1) cartridge of catalog number 544233, hemolok ml clips 3/cart 42/boxwere received, lot number was not confirmed. During visual inspection was observed: the cartridge came unpackaged in a plastic bag, it only contained a half of broken clip. This product is 100% inspected before packing and after packing to ensure that products are not shipped with loose, extra or missing clips. However, an automatic vision system is being implemented and validated to inspect loose clips, missing clips or miss retainer in hemolok cartridges. Since the sample was received without clips and with a broken clip stuck to the bottom of the cartridge, it cannot be determined that the clip was broken in the manufacturing process or was broken when loaded into the applicator.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok xl clips 3/cart 42/box lot# 73h1800272 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that on (B)(6) 2020, in (B)(6) hospital of (B)(6), the hinge clip was found broken after being uploaded in the applier prior to the patient.